Event description:
The customer reported that the table is not staying up, once raised, it drops back down. No injury occurred.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Manufacturer narrative:
Ref. ID: (B)(4). The easydiagnost is a remote controlled motorized undertable x-ray system used for radiographic and fluoroscopic imaging. To support different examinations, the table can be tilted, and the tabletop can be moved in transverse and longitudinal direction. The scopomat above the table holds the image receptor. It can be moved in longitudinal and transverse direction to accomplish various examinations. To compensate the weight of the scopomat a so-called spider is implemented. It automatically compensates the weight independent of the tilting angle, so that the scopomat stays at its position. For radiation protection lead aprons can be attached to the scopomat. The user has to compensate the weight of the lead aprons via extra counterweights. The lead aprons can be attached to or be removed from the scopomat depending on the examination situation. The reported issue with the table could not be confirmed by the field service engineer. However, it was confirmed that the customer had a problem with the scopomat, which was sinking. The operator was using the lead apron with the scopomat but did not add the appropriate counterweight. This caused the sinking of the scopomat (use error). System works as specified. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting.